Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to the device not working the patient will have his inflatable penile prosthesis (ipp) revised. It was added the examination identified that the reservoir was empty.